Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced syncopal episodes. A health care professional (hcp) inquired about sudden brady response (sbr) programming. A review of device histograms showed that the patient was atrial paced most of the time. The hcp also reported that the patient's sinus rate was 60 beats per minute (bpm), however, the device lower rate limit was programmed to 80 bpm. Boston scientific technical services (ts) discussed that based on device programming and the patient receiving atrial pacing most of the time, sbr would not kick in without a full minute of atrial sensing above the lrl. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Additional information was received from the health care professional (hcp) that during the in-clinic follow up, normal device function was observed upon interrogation. The patient is scheduled to continue routine follow ups. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.